Manufacturer narrative:
The report from the affiliate indicated the following: during a percutaneous transluminal angioplasty (pta), the balloon ruptured below the rated burst pressure (rbp). The lesion was reported to be an 80% stenosis in the superficial artery. The approach was contralateral. The procedure was completed with another saavy balloon. There was no reported patient injury. No additional information is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon rupture.